Event description:
It was reported the implantable neurostimulator (ins) was pushing out in back and the patient had a hard time charging the ins. A month previous it was noted the health care provider repositioned the ins and reprogrammed. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3550-39, lot# n321337, implanted: (B)(6) 2012, product type accessory. (B)(4).